Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported about suspicion of a rupture in the left implant and stated that a recent ultrasound examination also indicated periprosthetic fluid in the left breast. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported about suspicion of a rupture in the left implant and stated that a recent ultrasound examination also indicated periprosthetic fluid in the left breast. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a3b, b5, b6, d6b, h6.

Event description:
Patient reported suspicion of a rupture in the left implant and stated that a recent ultrasound examination also indicated periprosthetic fluid in the left breast. Device has been explanted.